Event description:
Caller states that during a correlation study, the patient tested 2.4 inr on the coaguchek xs system and 1.9 inr on the coaguchek s system. No treatment information provided. No adverse event reported. Requested return of suspect system; however, caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the coaguchek xs system (lot number 20174431, expiration date 11/30/2010). Reference medwatch report with patient identifier (B) (4) for the suspect device used in the coaguchek s system.